Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer stated they had been disconnected from the insulin pump since (B)(6) 2015. Customer was not wearing the insulin pump at the time of their hospitalization. The customer also reported a blank display on their insulin pump after inserting new batteries. The customer's blood glucose was 478 mg/dl at the time of incident. Customer has treated their blood glucose with insulin injections. Customer also stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The insulin pump will not be returned for analysis.